Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with following pre-op diagnoses: recurrent disk herniation left l5-s1. For which, patient underwent following procedures: revision microdiskectomy, left l5-s1. Transforaminal lumbar interbody fusion at left l5-s1. Insertion of biomechanical device (peek cage). Posterior arthrodesis, l5-s1. Pedicle screw instrumentation, l5-s1 (apollon pedicle screw system). Local bone graft harvest. Bone marrow aspirate, fluoroscopy greater than 1 hour and microscope. Bone graft material used: rhbmp-2/acs , local bone graft, allograft cancellous chips and bone marrow aspirate. Per op notes, cartilage was stripped away from the endplates to expose bleeding subchondral bone. This was then packed with a combination of bone graft and bone graft material. Then a peek cage was inserted containing bone graft material with distraction of the disk space. Final intra-op x-rays demonstrated the hardware and cage to be in good position. Patient tolerated the procedure well without any intraoperative complications.